Event description:
Additional information received identified the patient¿s ipg was replaced due to weight loss causing the ipg to be superficial and bulging.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent surgical intervention for an unknown reason whereas patient¿s ipg was replaced with a new ipg. Patient¿s stimulation has not been turned on post operatively and effective therapy has not been established.